Event description:
A component of the large needle driver broke off the instrument during a procedure. The fragment was retrieved. Since the tip of the instrument could not be straightened fully, the instrument and trocar cannula were removed from the patient simultaneously. There were no reported complications due to the breakage or the resultant retrieval. No patient harm or patient injury was reported. It was reported that there was no adverse outcome or injury.